Event description:
It was reported to tycohealthcare/kendall that a customer had a problem with a sharps container. According to the customer "employee #1 disposed of a 22g ns non safety combo and flipped the lid away. Another employee #2 came by and pulled down on the lid and a totally different ns combo flew out of the container and stuck employee #1 in the leg while washing their hands." The customer maintains the container was not full. The facility's needle stick protocol was followed for employee #1.